Event description:
Used an icy hot heat therapy treatment for a muscle sprain on my right side, which was sent as a "free sample" through the mail. Resulted in a severe burn that had to be treated with topical antibiotics and took weeks to heal. Two months later, I'm still left with a nasty, purple scar that won't go away.